Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1qugk, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representation reported that the health care professional decided not to explant the patient after he consulted with an allergist. They decided to put the patient on steroids to see how she does. After trying steroids the patient didn¿t improve much so health care professional opted to remove the device today had a full explant today, (B)(6) 2018 without any complications. No further complications were noted or anticipation

Event description:
Additional information was received. No new information.

Manufacturer narrative:
Non-analyzable /no analysis performed non-analyzable medical issue medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-apr-2022, UDI#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient likely had an allergic reaction to the implanted device. The patient reported a severe rash over the implant site that started a week after implant. This caused itching over the implant site that spread across their body. They did not have any pain or discomfort. It was noted that the patient got good therapy and still had efficacy with the device. It was unknown if there were any environmental/external/patient factors that may have led to the issue. As diagnostics performed, physical exams by the emergency room (ER) doctor, an allergist, and a dermatologist were conducted. Specifically, the patient was referred to the ER where they were treated with fungal cream, antibiotics, and steroids but their symptoms persisted. It was determined that the patient was allergic to titanium per their allergist. It was reported there was no issue with the implanted device itself. The manufacturer¿s representative stated that the patient¿s had good therapy. A surgical intervention was planned for today as the physician was going to explant the entire ins system. Since there was no issue with the device, the provider did not plan on returning the explanted product(s) to the manufacturer. The issue was reported as not resolved at the time of report. There were no further complications reported or anticipated.